Event description:
On july 21 2008 the office manager sent an email reporting that during surgery the handle broke. Additional info received on 07/22/2008 via telephone, the sales representative reported that during surgery at the end of the case when the surgeon was implanting the rod the ratcheting handle came apart into three pieces onto the field. The screw seemed to have backed out. All the pieces were retrieved and the surgeon was able to finish the case with another rod holder. After the case the scrub tech was able to place the instrument back together and place the screw that had backed out.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Eval is pending upon the return of the product.